Event description:
It was reported that this implantable defibrillation lead had exhibited a gradual increase in pace and shock impedance measurements. Technical services discussed the gradual increase indicate possible calcification on the lead. Approximately one year and three months later, an out of range shock impedance measurement was observed. Technical services discussed troubleshooting options. No adverse patient effects were reported.

Event description:
It was reported that this implantable defibrillation lead had exhibited a gradual increase in pace and shock impedance measurements. Technical services discussed the gradual increase indicate possible calcification on the lead. Approximately one year and three months later, an out of range shock impedance measurement was observed. Technical services discussed troubleshooting options. No adverse patient effects were reported.